Manufacturer narrative:
Block e1: this event was reported by the distributor. The healthcare facility where the event occurred is: (B)(6) hospital. Address: (B)(6). Phone number: (B)(6). Fax number: (B)(6). Lock h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a stonetome was used during a procedure performed on (B)(6) 2026. During the procedure, the cutting wire was broken. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.